Manufacturer narrative:
Device not returned.

Event description:
Reportedly, due to the pre-filter high pressure alarm, the user disconnected the prefilter clamp to check it and connected it again. The machine restarted, but 5 minutes later, the high pressure alarms went off again, and blood burst out with blood projections all around.